Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.